Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock due to double counting. The patient was laying on their bed at the time of the event. Reprogramming efforts were performed. Additionally, it was noted that this pacemaker reached an elective replacement indicator (eri). No additional adverse patient effects were reported. At this time, no further information is available and records indicate this system remains in service.